Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk. The device was received with missing end cap sticker and scratched on display window.

Event description:
The customer reported that the insulin pump alarmed and insulin kept coming out. The blood glucose reading was 159mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.